Event description:
Patient was brought to the angiography suite and placed in supine position. Initially transradial approach was attempted, and after radial artery was identified using ultrasound guidance and the overlying skin was infiltrated with 2 cc of 1%lidocaine. Next artery was accessed with a micropuncture needle under direct ultrasound guidance and a microwire was advanced through the needle however the microwire appeared to get stuck and not advancing forward nor backwards. As the microwire was pulled back gently with the needle it was noticed that the tip of the microwire broke off and got retained. Subsequent right distal forearm x-ray showed microwire position in the soft tissue however interventionalist could not confirm if it was intravascular. Patient hand was monitored for several minutes and there was no evidence of ischemia or swelling. This unintended complication was communicated with the patient in detail, was made aware of the small part of wire that remained and was shown the pictures at the end of the procedure. Patient did not complain of any pain or distress and verbalized understanding. The case continued and femoral access obtained. FDA safety report ID #(B)(4). .